Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Arjo was notified about an event with involvement of miranti bathing lift. Based on the information provided by the customer facility representative the patient was on the miranti stretcher, which was set to horizontal position. The resident did not sit in the middle of the stretcher, but half on the seat part and half on the leg rest section. He had a light contact with the floor. After a few minutes the caregiver (nurse) turned away and at this time the device tipped over on side along the stretcher. No injury was reported to be a result of this event. The device was taken out of use after the event until inspected by qualified personnel. The arjo representative evaluated the device and found three plastic covers to be broken because of the incident. The damaged parts were changed and the device function test was carried out afterwards. No other malfunction was detected. Please note that device was not under the arjo service contract, but was maintained by the 3rd party service provider. The review of adverse events with the involvement of the miranti lift in last years, revealed a low number of similar incidents. Miranti must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). It was reported that the resident was not sitting on the middle of the stretcher but half on the seat part and half on the leg rest section and had light contact with the floor. This statement itself shows that incorrect use of the miranti took place. To avoid the possibility of injury, miranti instructions for use (IFU 04.ce.02_13gb dated on june 2012) informs and warns that: "the resident must be able to understand and respond to instructions to remain in a safe laying position on the stretcher or remain in such a position as a result of a limited physical capacity for movement." (P. 5) "to avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened." (P. 6) "make sure the resident is positioned correctly on the stretcher." (P. 12) it was stated by the customer facility representative that caregiver has turned away and at that time the lift tipped over with a resident. Therefore the patient was left unattended and the nurse was unable to see the course of the event. The IFU provides safety warning to constantly supervise the resident during device usage: "to avoid injury, ensure that the resident is not left unattended at any time." (P. 6) the design of miranti lift has been tested and verified, the device passed tests in regards to (in)stability. The device was confirmed to be compliant with standards iec 60601-1: 2005 + corr. 1 (2006) + corr. 2 (2007). It is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full safe working load (swl), and in its highest stroke position. This particular device was put through a function test by the arjo's representative who visited the site. After the covers replacement it was confirmed that device was up to the manufacturer's specification. Before function test, some parts were replaced, but their damages were a result of the reported incident. In summary, although the technical inspection revealed that the device was not up to manufacturer's specification after the event as some of the parts were found to be damaged due to the incident, the found malfunctions could not cause or contribute to the failure occurrence. According to the customer allegation, the device tipped over during use and from that perspective, the device did not perform as intended. The shower trolley was used for patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities based on the customer allegation that lift tipped during use which could have led to patient fall and an injury occurrence.

Event description:
Arjo was notified about an event with involvement of miranti bathing lift. Based on the information provided by the customer facility representative the patient was on the miranti stretcher, which was set to horizontal position. The resident did not sit in the middle of the stretcher, but half on the seat part and half on the leg rest section. He had a light contact with the floor. After a few minutes the caregiver turned away and at this time the device tipped over on side along the stretcher. No injury was reported to be a result of this event. The device was taken out of use after the event until inspected by qualified personnel.